Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between may 15, 2024 ¿ may 16, 2024. H11: the device was received for evaluation. A visual inspection was performed, and fluid inside the cover was observed from a missing film-wrap. No evidence of rupture was observed from the bladder. The bladder was found to be in normal condition. The film-wrap is located at the upper area of the bladder. The film-wrap fastens the bladder to the stressmember. When the film-wrap is missing, the bladder would not inflate during fill and the fluid would leak inside the cover. The reported condition was verified as a leak. The cause was determined to be from a missing film-wrap during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. The bladder rupture occurred while filling the device with saline prior to patient use. There was no patient involvement. No additional information is available.